Event description:
It was reported that the ICD was explanted because of inappropriate shocks due to noise on lead and sensing difficulty. Pocket manipulation provoked the "noise." The physician feels the device header is defective. No leads were replaced, and no patient complications have been reported as a result of this event.